Event description:
It was reported that the implantable pacing lead, chamber placement unknown, exhibited high thresholds and undersensing. The lead has been capped. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.